Event description:
On (B)(6) 2013, the reporter stated that after injection he believes the needle broke off and is in his stomach. He went to the emergency room and the doctor performed an x-ray. There was nothing else that was done. The needle was not found. Then he went to the surgeon and the surgeon recommended not to do anything further to leave it in and it would "work itself out" or would remain in the body. No further info is available.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives fro investigation, a supplemental will be completed and potential root cause will be determined.